Manufacturer narrative:
Upon receipt, a review of device memory by boston scientific's quality assurance laboratory found that this device never triggered replacement indicator while implanted. The device casing was removed and the measured battery voltage was 2.803 volts. An external power supply at 2.9 volts was applied to the hybrid while isolating the battery from the circuit. The current drain was found to be high. Extensive testing found that the cause of the high current and premature battery depletion was the result of a defective (cracked) ceramic capacitor. The device was still capable of delivery therapy at the time of device explant.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated uponcompletion of the analysis.

Event description:
Boston scientific received information that this implantable pacemaker exhibited premature battery depletion (pbd). The device reportedly had only 5 months remaining and magnet rate of 90 beats per minute (bpm) with outputs at 2.0 volts (v) at 0.5 milliseconds (ms). The device was programmed to vvi and the patient was in atrial fibrillation (af). An engineering analysis was done which indicated that the device had high power consumption which was a consistent behavior with devices that had hardware issues. It was then advised that the device should be replaced promptly and be returned for analysis. This device was explanted. No additional adverse patient effects were reported.